Manufacturer narrative:
Returned device insp: the broken tip was confirmed. The probe, the detached probe tip (nitinol hypotube fracture proximal to tip) and a stylet were returned to baxano for investigation. The pebax layer was confirmed to have been stripped. Approx 1" of length had been removed. Additionally the four nitinol capture wires were confirmed to be missing along the section from which the pebax was removed, indicating the wires were likely cut with the pebax. The nitinol hypotube was fractured. The total length of the two pieces of nitinol hypotube approximated the total length of an intact device. Therefore, it appears all the nitinol tubing is accounted for. The removal stylet had a kink in it that appeared to be in the approximate location of the break, indicating the stylet was likely in place. Product labeling was reviewed and appropriate precaution was already included: "do not attempt use if any component of the sys appears damaged, bent or is missing." The root cause of this failure was related to the user removing the pebax and four capture wires which led to the complete detachment of the broken tip. The capture wires are designed to tether the distal section of the catheter if the section breaks under excessive force, and allow the removal of the device and the broken section.

Event description:
The pt is a (B)(6) male who underwent bilateral decompression of the lumbar spine. The surgeon had completed left l3/4, l4/5 and l5/s1. The left l5/s1 foramen was small and tight due to spondylolisthesis at this level. After treating the left l5/s1, the surgeon noticed damage to the plastic (pebax) layer on the baxano probe catheter. The device was removed from this level and a knife was used by the tech to clean off the plastic. The surgeon proceeded to treat the right side beginning with the right l3/4 foramen. It was noted the flexible catheter portion of the probe appeared to be deflected somewhat but the surgeon was still able to treat that foramen as well as the right l4/5. When beginning treatment of the next foramen, it was noted that the probe catheter was broken at the distal tip. The tip was retrieved from the right l3/4 foramen with the use of x-ray imaging. A new probe was used to treat the final level with no further sequelae. The pt was discharged the next day and continues to do well two weeks post procedure.